Event description:
In 2009, the patient reported that she received an e2 (battery depleted) error last night on her infusion device. She cleared the error and then e10 (cartridge) error was displayed. She disconnected from the infusion device and did not use an alternate form of insulin delivery. At the time of the report, her blood glucose measured 700 mg/dl and she felt very confused. Her target blood glucose level is 100 mg/dl. She inserted a new battery and retracted the piston rod and reported the infusion device was making a "funny noise". She inserted the insulin cartridge and e10 was displayed again. She cleared the error and inserted a new battery and retracted the piston rod and e10 was displayed again. She was assisted with switching back to her backup infusion device and she performed a correction bolus. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.